Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd plastipak¿ concentric luer lock syringe(s) before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Bd received 2 sealed and 3 unused samples (with open blister) of 50ll lot 1709230. On visual inspection of the samples received small particles can be observed inside the syringes. DHR of lot 1709230 has been reviewed not finding any annotation or deviation regarding the alleged defect. On inspection at 10x, it can be observed in 3 out of 5 syringes of 50ll syringes that the particles are polypropylene. These particles come from molding and transport processes. In other 50ll sample there are two plastic particles that it is not polypropylene. We cannot determine the origin of these foreign matter. In the fifth sample of 50ll no fm can be appreciated inside the syringe. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always when any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.